Event description:
The physician implanted two devices in 2009. Fifteen days later, the physician removed both devices because they become dislodged from the drill holes postoperatively. Replacement devices were implanted during the same surgery.

Manufacturer narrative:
The explanted devices have been returned to the manufacturer and require evaluation. The batch record for this lot has been reviewed which contains no abnormal manufacturing events. There is a very low occurrence of devices becoming dislodged postoperatively. If additional information becomes available, it will be submitted in a supplemental report.